Event description:
It was reported that a 63-year-old female patient underwent revision breast reconstruction surgery with a 475cc mentor memorygel breast implant on both sides and experienced generalized illness symptoms including not being able to walk, hard time breathing, walking crooked, pain, dry eyes, stomach making noises, paresthesia, cyst in pancreas, white matter on brain scans, and lump in left breast area postoperatively. Tear was also reported in the breast implant. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2022. It was reported that surgeon did not do a total en bloc capsulectomy and the left over scar tissue is why she is still having symptoms. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation, and generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).